Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure iesu error occurred on vio dv for a short while with using the extral esu at that time. The technical support engineer (tse) confirmed iesu error: c-34 several times in the logs and explained it might be caused by the external esu. Tse advised to do power cycle vio dv if it re-occurs. The customer reported that the error was occurring repeatedly. Tse explained that the vio dv was likely in need of repair. Tse advised to use a direct wall outlet. If that doesn't resolve the issue, tse suggested switching to an external generator. The customer will do so after the call. The customer decided to proceed the procedure with ft10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ft10 was connected and the procedure was continued. Ft10 was used to resolve the reported issue/to continue the procedure. The procedure was completed robotically. There was no injury to the patient. The system functionality was checked upon powering on the system. The system initially powered on without errors. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (iesu faults) was confirmed using logs 25913 c-high voltage. Upon visual inspection, no issues were found that would related to the reported event. During the system, the unit energized, cauterized and recognized instruments no issues were found that would related to the reported event. As a result of these findings, the root cause of the reported event happened in the field c-34 high voltage. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.